Event description:
A farawave ablation catheter was selected to be used in a pulse field ablation procedure. During preparation of the device, the device was contaminated. The device was replaced, and the procedure was completed. The device will not be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.